Event description:
Product problem: contralateral capsule stayed with the hooks when the torque catheter was removed. Event narrative: deployment of the contralateral attachment system: the torque catheter was docked onto the contralateral capsule and the toughy borst was tightened. Assessed for limb twist and the limb was slightly lengthened. The fusion joint was cut and when the physician retracted the torque catheter, the contralateral capsule came back with the barb but the contralateral capsule stayed with the hooks. The capsule was removed using a snare catheter and the hooks were successfully deployed.